Event description:
It was reported that during a stent procedure in a diffusely diseased rca, a stent was lost while advancing to the lesion site. Reportedly, predilatation was performed with a dilatation catheter smaller than the selected ml size. A balloon dilatation catheter was used to implant the stent in situ.